Event description:
The user facility reported a 67-year-old male with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During support, purge pressure alarms occurred. Purge fluid was changed to d5w with 25 units of heparin. Pressure did drop to 500s but flow was still low. Team checked purge tubing for kinks and none were noted. Alteplase purge infusion was started per protocol. Purge flow improved to 6 ml/hr after 30 minutes. The patient was weaned and impella rp was explanted two days later.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿¿ do not clean with or expose any part of the clear sidearm of the impella catheter (eg, infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir.¿

Manufacturer narrative:
The investigation for the purge leak has been completed. The pump was not returned for investigation. The total case run time was 17 days. The data log shows a motor current spike on the second day of the implant. Two days before explant, high purge pressure was noted, with a gradual rise in purge pressure, which then returned to normal within 1 hour with a gradual decrease trend. The same event occurred two more times during the case. As per the clinical notes, high purge pressure returned to normal after heparin was added to the purge solution. The reported failure mode of purge leak was changed to high purge pressure after investigation. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and provided clinical details. Corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank. G1 MDR reporting contact email.